Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and suggested bringing the patient in for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited atrial undersensing due to the patient being in atrial fibrillation (af). Additionally, pacing impedance on the right ventricular (rv) channel has increased from 1000 ohms to 1500 ohms. No adverse patient effects were reported.